Manufacturer narrative:
This ipg serial number was included in field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08149. It was reported the pt experienced heating when the stimulation was on. It was undetermined whether the pt also experienced the heating while recharging the ipg (implantable pulse generator). Follow-up info received the pt was to meet with the sjm rep. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.